Event description:
It was reported prior to device upgrade, externalized conductors were noted via screening. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.